Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The display lens was observed to have multiple scratches. The pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. Unrelated to the scratched display issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, display was scratched and the display can be read safely. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.